Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. The pump was received with scratched lcd window. The pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and with broken belt clip slot.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they tried to replace the battery, but they cannot clear the alarm. The customer's blood glucose at the time was 406mg/dl. The customer states they had not treated the high, but felt ok to troubleshoot. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.